Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during donor nephrectomy, the doctor fired the stapler, was able to completely fire on the vessel, but the stapler would not open, and was locked on tissue. The doctor tried to push up arrow to open but nothing happened. The device was reboot by holding down on safety buttons for 10 seconds. It did reboot, but reload still did not open, tried releasing handle and put back on to reset, reset and calibrations took place, but nothing opened. Manual retraction tool was then used by inserting the tool into the center hole and turning clockwise to retract the knife blade, the tool kept spinning, but was not turning anything on the adapter. They then held the end of the adapter while turning, and the tool broke and fell on floor. There was no further troubleshooting that could be performed, because they only have one set of the handle, adapter, and retraction tool. The doctor then cut and clipped (stated there was enough room) and removed the stapler still locked on the vessel. The surgical time was extended for about an hour.